Event description:
It was reported via medwatch (B)(4) that a dissection occurred. The patient presented for a left heart cardiac catheterization with coronary cineangiography, selective saphenous vein angiography, left ventriculography, direct stent into the saphenous vein graft that supplies the right coronary artery (rca). A 23 x 3.5 promus drug eluting stent was deployed to treat the target lesion. Following stent deployment, a large stream of contrast was noted coming from the middle of the vessel, indicating a large dissection. The balloon was taken up to 16 and 20 atmospheres of pressure, the rate of burst to the balloon was 14 atmospheres, and a dissection was repaired. The patient's vital signs remained stable throughout the procedure. The physician then attempted to gain a second access to the right femoral artery, when a second dissection occurred. There were no further patient complications reported.